Manufacturer narrative:
F10 impact code updated to minor injury. H6 impact code updated to minor injury.

Event description:
It was reported that a hematoma was observed from a non-bsc sheath caused by the blade. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified common iliac artery. A 6.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During withdrawal, when the epic device was removed, a hematoma was formed around the sheath. The physician thought that the sheath was damage by the blade, so a new sheath was inserted, and the procedure was completed. No patient complications were reported. It was further reported that the hematoma was minor and, no intervention was performed to treat the hematoma.

Event description:
It was reported that a hematoma was observed from a non-bsc sheath caused by the blade. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified common iliac artery. A 6.00mm/2.0cm/90cm peripheral cutting balloon was selected for use. During withdrawal, when the epic device was removed, a hematoma was formed around the sheath. The physician thought that the sheath was damage by the blade, so a new sheath was inserted, and the procedure was completed. No patient complications were reported.